Manufacturer narrative:
(B)(4).

Event description:
During the follow-up review in the end of (B)(6), it was found the nail was broken, so the patient had to accept a revision surgery, remove the broken nail, then have a link joint replacement surgery.